Event description:
A consumer reported that six years following an intraocular lens (iol) implant procedure, he had clouded vision. His surgeon did a laser treatment, and the vision was restored. Add'l info was requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).